Event description:
Customer's family member called to report that customer has been deceased since 2/2004. The family member unable to verify if customer was wearing pump at the time of death. Police took customer for autopsy and pump has not been returned. The family member stated that cause of death was diabetic coma due to lbg. The family member stated that customer had lost consciousness and was found by police.